Event description:
Information received with return of the explanted device notes capture and sensing anomalies and high lead impedances in unipolar and bipolar configurations. The patient had two near syncopal episodes.